Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported poor coupling with recharging. Best recharging practices were reviewed with the patient. The patient was seeing the poor coupling screen. Repositioning the antenna did not resolve the issue. An antenna locate feature was attempted and did not resolve the issue. The patient was only able to get 4 coupling boxes. The patient reported that it had been difficult since implant. The patient had a recent revision due to irritation where the ins was moved. The patient met with the manufacturing representative after and the manufacturing representatives had difficulty with coupling as well. The patient had an appointment in a couple days. The patient had difficulty recharging and irritation on (B)(6) 2015. The patient had a revision in (B)(6) 2015. The patient reported seeing the thermometer icon twice once while sitting in a recliner and once in bed.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the plan was to move the patient's implantable neurostimulator (ins) battery away from their belt line. The manufacturing representative reported that he thought that the movement of the battery maybe due to irritation. The battery location was uncomfortable for the patient. There was pain at the generator site. It was also difficult to recharge. The patient stated that she had been having pain at the generator site since the day she had surgery. The patient felt pain when she sat or laid on her left side it hurt and she could feel the generator. Interventions included repositioning. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included office visit and surgery scheduled. The manufacturing representative was unable to check the patient's device pre-op as the battery was overdischarged. The patient stated that it had only been 2 weeks since she felt stimulation but could not remember when they last charged. The manufacturing representative started a physician mode recharge (pmr) cycle. The case was delayed while they performed 1 cycle and then normal charging started up to a 50 percent charge. Impedance were tested in the operating room and showed electrode 8 with impedances greater than 10,000 ohms. The doctor removed the lead, dried it and reinserted it into the battery and the impedances remained unchanged. The tests were ran at 1.5 volts which gave a reading of approximately 16,000 ohms. It was decided that they would program around the issue. Currently the anode was electrode 8. Impedances were not checked pre-op and they were afraid to deplete the battery and would be unable to check impedances in the operating room. The outcome was resolved without sequelae. The patient's status at the time of report was alive with no injury. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as implantable neurostimulator (ins) pocket. Relevant medical history included: spinal pain